Manufacturer narrative:
Updated b4, d9, g3, g6, h2, h3, h6.

Manufacturer narrative:
According to the facility on (B)(6) 2024 "patient transferred from the shower chair to the bariatric bench, while drying themselves one of the legs snapped". Per the facility the patient incurred an injury described as an "injured groin". Per the facility the "patient was treated at the hospital for 5 days and then sent to rehab for physical and occupational therapy as they lost the ability to walk". The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 "patient transferred from the shower chair to the bariatric bench, while drying themselves one of the legs snapped".